Event description:
Additional information was received from the rep and it was stated that no trouble shooting was done. The surgeon did not wish to register to attempt to fix the issue. Slice thickness and spacing of the scan was at 2.0mm which was told from tech services was within protocol, but not ideal. According to the surgeon, he knew where he was at the face of the sphenoid and navigation didn¿t quite match up. He felt comfortable proceeding without completely relying on navigation.

Manufacturer narrative:
Software logs have been received and pending analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the logs and archive were returned for software analysis. The analysis determined that there was insufficient information to determine the cause of the inaccuracy. The site had performed multiple registrations with a minimum error metric of 1.8mm. Apart from this, the manufacturer representative did not have enough information regarding the cause of the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735736, serial/lot : n/a, version: 1.3.0. A medtronic representative went to the site to perform a system check out and they found the system functioned as intended. No problems detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery. It was reported that the surgeon felt they were inaccurate. The surgeon registered with an overall registration accuracy that was within tolerance, but it seemed as if they were two millimeters above the anatomy at the tip of the nose. The surgeon decided to continue the case and account for the inaccuracy. When the surgeon got to the sphenoid the inaccuracy was closer to seven to eight millimeters above the anatomy. This occurred with the straight suction and the registration probe. There was no patient harm and the procedure was not delayed over an hour.